Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the device is not functioning and no other details were known  technical service  reviewed relevant MRI info and redirected to managing hcp for more info as pt not found in diq. No further complications were reported/anticipated at this time.